Event description:
Approximately one year and three months post hvad implantation this patient was admitted to the hospital with lightheadedness and low flows. Pump flows were reportedly down to 2/lpm from the patient's baseline of 4-5/lpm. The patient was found to be hypertensive on admission with a mean arterial pressure (map) of 114 mmhg. The therapeutic team believed the low flows to be a result of increased afterload as a result of the patient's hypertensive state. The patient's home antihypertensive medications were administered on admission with a resultant increase in pump flows and a resolution of her symptoms. Six days later her pump flows declined again and she became symptomatic. The patient's map was reported to be 96 mmhg at that time. She was administered intravenous hydralazine and her oral hydralazine was increased from 25 mg three times a day (tid) to 50 mg tid. She was discharged home on (B)(6) 2014 with instructions to continue with her increased hydralazine dose.

Manufacturer narrative:
The device remains implanted in the patient. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. There are clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status and poor vad filling. Low flow may occur if the alarm threshold is set too close to the average flow. With review of the available information this patient's reported coagulopathy is a factor that appears to have contributed to the event with no indication of any related device manufacturing or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.